Event description:
A malfunction was reported with a malfunction code displayed as malf 9. There was no adverse impact to the customer's blood glucose level. Tandem technical support followed up with the customer, providing reset instructions for the device. The customer was able to reset the pump successfully, and the malfunction code did not reoccur. The customer was advised to continue using the pump and to contact support if the issue arises again, which the customer acknowledged.